Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon was unable to place the fossa component and decided to omit it, packing the joint with fat instead. The mandibular component was successfully implanted. A new fossa component is needed.